Manufacturer narrative:
The device was received at the manufacturer's facility and is currently undergoing investigation. A supplemental report will be sent when investigation is complete.

Event description:
It was reported that during the procedure, the hand piece would work half the time and would work without anyone hitting the buttons. The device was not in use when it activated, but was laying alone at the top of the drape with no other instruments near it. It was not noticed whether a button was stuck. Another device was used to complete the procedure. There was no pt injury.